Manufacturer narrative:
(B)(4). The insulin pump received with blank display, problem isolated to interface board. The pump was unable to confirm failed battery, signal too low, unexpected restart alarm, watchdog timeout alarms due to blank display. The pump was unable to perform any tests due to the same reason. The pump was received with cracks on the reservoir tube lip, case near display window corners and minor scratches on display window.

Event description:
The customer reported via phone call that the insulin pump kept alarming unexpected restart error due to the batteries failing. The device also had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer changed the battery: the display returned and the settings were properly maintained. However, the insulin pump was returned for analysis.